Event description:
The customer reported that the front panel of their olympus high flow insufflation unit was experiencing an unspecified front panel fault during procedure preparation. According to the initial reported, the intended procedure was completed using the subject device without any report of patient harm or delay.

Manufacturer narrative:
The evaluation of the event is still ongoing. Should additional information be received from the initial reporter, a supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.